Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 98 machine during set up for hemodialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified engineer. Inspection of the machine showed a damaged diva (direct valve) valve and fmio (fluid module input/output board) board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported leakage was determined to be the damage caused by the failure of the diva valve and fmio board which were both replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.